Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation, no problem was found. Dust and dirt contamination was observed to the blower and flow tube as well as the ui panel was dented. The right-side panel, blower, box mount, flow tube, ui panel, pressure tube, and manifold were replaced.